Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device does not cut well. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record determined the unit passed rpm test, control bar was not flush with master blade, calibration was not in limits when set to the 20 reading, and unit did not pass visual inspection; however, the repair was not completed due to no customer decision on aged repair. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends